Manufacturer narrative:
(B)(4). Device availability for return is unknown. The events of drainage and non adherence are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR ID #3008374097-2014-00050 (B)(4).

Event description:
Healthcare professional reported implantation of seri with a concomitant non-allergan breast implant during mastopexy surgery on (B)(6) 2013. Patient presented on (B)(6) 2014 with a mass/lump on the left side near the inframammary fold. Patient was initially prescribed oral keflex. Exploratory surgery was performed on (B)(6) 2014 which found "sero-purulent discharge" and seri lying in two pieces in a lump" discharge was drained, and seri and concomitant breast implant were completely explanted.